Event description:
The end user borrowed his roommate's cane and fell while ambulating.

Manufacturer narrative:
The end user reported that he fell while ambulating outside with a cane he borrowed from his roommate. He had x-rays and a CT scan of his spine but reports that he was not provided with any results. He had three neck surgeries last yr and has been taking pain medication since then. He states the pain has increased since this incident but has not provided medical documentation indicating any injury resulted from the fall. No new medical treatment was initiated as a result of the fall. The sample was returned and evaluated. No mfg defect was identified. It is not known what condition the cane was in when he borrowed it. The end user is 6 feet tall and the height settings of the cane suggest it was not set correctly for his height. The two legs closest to the end user during ambulation are bent with the front leg showing significant bending, scratches and dents. From the device eval, it does not appear that the end user's weight was evenly distributed on all four legs during ambulation. It is possible that the end user lost his balance, causing the device to be subjected to a sudden force that caused the legs to bend. There is no info gathered during the investigation to suggest the device caused or contributed to the end user falling. We have not been informed that a serious injury resulted. However, in an abundance of caution, this medwatch is being filed.